Event description:
It was reported that a valve was explanted at implant due to central regurgitation. Per follow-up, after off bypass, the intra operative echo showed one leaflet did not contract, with severe mitral regurgitation. The surgeon did not notice any problems with the subject valve before implant. At explant the leaflet was "stiff" in the margin, the valve was not symmetrical. A non-edwards valve was implanted. At the end of the procedure, it was learned that the patient was stable. Based on the follow-up with the surgeon, the valve was in good condition when it was removed from the container and tag. He did not notice anything wrong during the implant, only after seating the subject valve there was a lack of central closure. The surgeon also noted that he did not see any change of leaflet consistency at any time. No other details reported.

Manufacturer narrative:
(B)(4). Evaluation summary: customer report of regurgitation could be confirmed visually. As received, leaflets 1 and 2 exhibited characteristic markings which indicate suture was looped around commissure 2. Suture track and permanent indentations were present on the free margins of leaflets 1 and 2 at commissure 2. These indentations were most likely left by the suture that were tied tightly down and against commissure 2, thus leading to a gap at the coaptation region. The cusp of leaflet 1 also appeared to have 2 nicks. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Method: "x-ray". The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The subject device was returned. Per our evaluation, the reported regurgitation was confirmed visually. Based on the observation, leaflets 1 and 2 exhibited characteristics markings which indicate suture was looped around the commissure 2. Suture track and permanent indentations were also observed on the free margins of the leaflets commisure. These indentions were most likely left by the suture that were tied tightly down and against commissure 2, thus leading to a gap at the coaptation region. This confirms the observation reported by the customer that "one of the leaflet did not contract". Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent reintervention. Per product's IFU, " caution: avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve, which would interfere with proper valvular function. To avoid suture looping, it is essential to leave the deployed holder in place until all knots are tied." No further actions are possible with the available information.